Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. Initial reporter phone: (B)(6). A portion of a 12 x 4.00mm promus premier select delivery system was returned for analysis without the hypotube or manifold. The stent was not returned for analysis as it was implanted. The balloon cones were reviewed, and the balloon appeared partially deflated and the distal balloon cone appeared bunched. A blood-like substance was visible within the balloon. A visual and microscopic examination of the bumper tip showed no signs of damage. The hypotube and manifold were not returned for analysis. A visual examination of the outer and inner lumen and mid-shaft section found the inner lumen was damaged 5.5cm proximal to the distal tip. The port-bond site and clear outer mid-shaft were stretched. There was evidence of a shaft break 35.6cm proximal to the distal tip. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break had occurred. A percutaneous coronary intervention was being performed on a calcified chronic total occlusion (cto) in the right circumflex. A 12 x 4.00 promus premier select drug-eluting stent was placed successfully. When the physician was removing the delivery balloon from the stent, resistance was encountered and the shaft of the device broke. The device was able to be removed by way of the guide catheter. The patient did not encounter any injury and was noted to be stable post-operation.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(6).

Event description:
It was reported that a shaft break had occurred. A percutaneous coronary intervention was being performed on a calcified chronic total occlusion (cto) in the right circumflex. A 12 x 4.00 promus premier select drug-eluting stent was placed successfully. When the physician was removing the delivery balloon from the stent, resistance was encountered and the shaft of the device broke. The device was able to be removed by way of the guide catheter. The patient did not encounter any injury and was noted to be stable post-operation.